Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles in their reservoir and tubing. The customer's blood glucose level at the time of incident was 171mg/dl. Troubleshoot was conducted. The customer states they had issues with high blood glucose levels. The customer declined to troubleshoot for the highs. The customer was advised on proper usage of reservoir and infusion set. The customer was advised to monitor the device.